Event description:
It was reported that when using the BD Pyxis¿ Anesthesia Station ES backup battery was reported to be making sparking noises, and fire safety determined it to be the source. Customer stated that pyxis was completely out of use and could not be used.As per part investigation, it was determined that the root cause of the complaint was a thermally damaged MOSFET Q3 on the ASSY MODULE POWER 1.24 (b)(4), which was caused by liquid ingress/spillage and resulted in compromised module functionality.However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A REVIEW OF THE COMPLAINT HISTORY FOR SN: (B)(6) WAS PERFORMED IN SALESFORCE WHICH DID NOT LOCATE SIMILAR COMPLAINT(S) WITH THE SAME FAILURE MODE FOR THIS SERIAL NUMBER. A REVIEW OF THE DEVICE HISTORY RECORD FOR SN: (B)(6) WAS PERFORMED FROM THE DATE OF MANUFACTURE, 11-SEP-2014 AND CONFIRMED THAT THIS DEVICE WAS NOT PREVIOUSLY RETURNED FOR SERVICING AND THERE WERE NO PRODUCTION FAILURES WHICH CORRELATES TO THE CUSTOMER REPORTED ISSUE. UPON INVESTIGATION OF THE ACTUAL DEVICE OF THIS INCIDENT, IT WAS DETERMINED THAT THE BACKUP BATTERY WAS REPORTED TO BE MAKING SPARKING NOISES. A FIELD SERVICE ENGINEER (FSE) INSPECTED THE MACHINE AND IDENTIFIED THAT A RUPTURED IV BAG HAD SPILLED LIQUID ONTO THE ELECTRONICS DRAWER, WHICH SHORTED THE INTERNAL POWER SUPPLY UNIT. THE EXTERNAL UPS WAS INSPECTED AND FOUND TO BE UNDAMAGED, WHILE POTENTIAL DAMAGE TO THE COMMUNICATION CUBE COULD NOT BE CONFIRMED. THE CUSTOMER DECLINED REPAIR AND DID NOT WANT THE UNIT RETURNED TO THE OR SUITES. THE ISSUE WAS RESOLVED BY COORDINATING WITH CUSTOMER ADVOCACY AND SALES TO REPLACE THE UNIT, AS IT WAS AN OLDER MS4000 HARDWARE PLATFORM WITH AN ES UPDATED COMMUNICATION CUBE.

Event description:
IT WAS REPORTED THAT WHEN USING THE BD PYXIS¿ ANESTHESIA STATION ES BACKUP BATTERY WAS REPORTED TO BE MAKING SPARKING NOISES, AND FIRE SAFETY DETERMINED IT TO BE THE SOURCE. CUSTOMER STATED THAT PYXIS WAS COMPLETELY OUT OF USE AND COULD NOT BE USED. HOWEVER, THERE WERE NO DELAYS OR ADVERSE EVENTS OR INJURIES REPORTED BASED ON THIS EVENT.

Manufacturer narrative:
Additional Information: Section H Manufacturer Narrative, Section B Describe Event or Problem, Section D Device Available for Eval and Returned to Manufacturer onPART ANALYSIS:The reported condition of Backup battery faulty was confirmed by Field Service Engineer (FSE) and subsequently confirmed in the DCHU inspection process. According to work order #02366920, the FSE inspected machine and found that customer had a ruptured IV bag spill liquid on top of electronics drawer which in turn shorted out internal power supply unit. External UPS was still working undamaged, but the FSE was unsure if Comm Cube was also damaged. The report was closed. During DCHU Visual Inspection: (b)(4): The ASSY MODULE POWER 1.24 was received with a thermal damaged MOSFET Q3. During DCHU Testing: (b)(4): The testing from DCHU was not required due to the observed thermal damage on MOSFET Q3. The device was in use for treatment purposes as intended per 21 CFR 820.198(d).Root cause: The root cause of the reported condition of Backup battery faulty was determined to be a thermal damaged MOSFET Q3 of the ASSY MODULE POWER 1.24 (b)(4) caused by the liquid spill.